Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the lead implant procedure, high capture and low sensing was observed. Physician tried different positions but could not find the appropriate measurements. The lead was explanted and was replaced. Patient¿s condition was stable.